Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump received power error detected alarm and unexpected battery power loss due to j6 connector resistance issue.

Event description:
The customer reported via phone call that insulin pump had power error. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.